Event description:
It was reported that when the left ventricular (lv) lead was connected to the device, high pacing impedance was noted during an implant. The lv lead was disconnected from the device, measured the impedance with a system analyzer, and visually inspected the lv lead and device header/lv port, and all looked normal. When reconnected, high impedance was still noted on d1-m2. The lv was again disconnected, thoroughly cleaned, and reconnected, and measurements were the same. It was noted that lv port set screw could no longer be unscrewed. All other device measurements were within normal limits. The device remains implanted. There were no adverse health consequences, the patient was stable.